Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned to the manufacturer.

Event description:
It was reported through stryker facebook page: "well had knee replaced 4 years ago. Constant pain for 4 years. Knee component was to big. Knee revision 5 months ago, femur broke and tendion tore. Now I have a 6 inch metal rode in my femur. Needless to say, I'm in constant pain. Whole thing has been a nightmare."